Event description:
It was reported that during a rectum cancer resection procedure, after re-installing the blade, it broke. Used another like device to finish the case. The pt was fine after the procedure.